Event description:
Pt suffered from functional problems. X-rays showed that there was strong pe wear and that the metal pin had luxated into the joint. There was a severe metallosis. There is also strong wear of the condyle parts of the pe inlay.